Event description:
Surgeon remeaded the proximal tunnel over the guidewire that was placed. Although great care was taken to ensure that the 1 cm drill was running over the guidewire without impingement, in advancing the drill, a pin broke right where it entered the bone. The broken end of the drill in the bone was retreived with a first a hemostat and then a needle driver through the medial peripatellar portal. A second guidewire was pulled. It had bent at that point. The surgeon reamed with the 1-cm reamer free-hand in the intended direction without any further difficulty. Most likely the pin somehow took an angulated or curved path intraosseously the first time. As the drill was placed over the guidewire, it impinged and broke. The second time, the drill probably went through the same hole and again took a curved path. Metal shavings were created as the pin broke. These were vaccummed out with a shaver. Care was taken to excise virtually all of these, and very little metal, if any, was left behind.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: support system problem. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.